Manufacturer narrative:
Product ID 37601, serial# (B)(4), implanted: (B)(6) 2017. Product type implantable neurostimulator, product ID 3708640, serial# (B)(4). Product type extension, product ID 3708640, serial# (B)(4). Product type extension, product ID 3389s-40, serial# unknown. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating they are unable to verify any breaks in the lead. After discussing, the physician indicated the image did not seem to be related to the manufacturer. Surgery was not considered at this time as the patient had good symptom control.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are:: product ID 37601, serial# (B)(4), implanted: (B)(6) 2017. Product type implantable neurostimulator, product ID 3389s-40, serial# unknown. Product type lead, product ID 3708640, serial# (B)(4). Product type extension product ID 3708640, serial# (B)(4). Product type extension, product ID 3389s-40, serial# unknown. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the manufacturer¿s leads were implanted on both sides. The rep. Asked the hcp if there were any additional scans other than the ones previously received, but they hadn¿t received a response yet. Regarding the previous scans, an x-ray, the neurosurgeon was asking the rep. To take a look at the image to get their thoughts. According to the rep, the pictured ¿looked odd.¿ the rep. Was going to call the facility where the consumer was originally implanted as the current hcp received no original implant information.

Manufacturer narrative:
Product ID 37601, serial# (B)(4), implanted: (B)(6) 2017. Product type implantable neurostimulator product ID 3708640, serial# (B)(4). Product type extension, product ID 3708640, serial# (B)(4). Product type extension, product ID 3389s-40, serial# unknown. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a x-ray and CT were done but the image was difficult to see. The hcp wanted the opinion of tech services to see if there was a break in the lead. The hcp will not be doing surgical intervention yet as the patient was getting control of symptoms on yet another programmed setting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No further information regarding the cause of the explant was known. There was communication between the neurosurgeon and team, and an x-ray had been recommended. The patient saw the hcp on (B)(6) 2020 the day the issue was reported. They are discussing next steps depending on what will be allowed during shelter in place for the bay area. It was stated they would "discuss revision as loss option." A new programming group was stated to be working "ok" in the clinic for symptom control. The oor conditions also resolved when in the new group. The cause was not known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the surgeons office sent over 5 more screen shots of a CT that was performed (which had a total of 126 images, so if needed they would have to go on a disc). The rep. Was wondering if this helped to see if anything looked like a problem/break. The rep. Further reported they had intermittent oor messages with normal impedance readings on different position impedance interrogation. The healthcare provider (hcp) reprogrammed the patient to a different group and the patient was doing fine and no oor was seen. The rep. Mentioned the CT images again and wanted to know if the manufacturer could help read the x-ray and determine if the lead was broken. It was reviewed with the rep. That the manufacturer cannot read x-rays. It was suggested to compare the current x-ray to the post-operative x-ray. No further complications were anticipated.

Event description:
Additional information was received that the patient's extension could have possibly been overextended. The extensions did not look similar but it could be determined if there was an issue. Tech services said extension damage would be hard to be seen on a x-ray and they would have the extensions explanted and compared to be sure.

Manufacturer narrative:
Continuation of d11: product ID 37601 lot# serial# (B)(6) implanted: (B)(6) explanted: product type implantable neurostim ulator product ID 3389s-40 lot# serial# unknown implanted: explanted: product type lead product ID 3708640 lot# serial# (B)(6) implanted: explanted: product type extension product ID 3708640 lot# serial# (B)(6) implanted: explanted: product type e xtension product ID 3389s-40 lot# serial# unknown implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708640, serial#: (B)(4), product type: extension. Product ID: 3708640, serial#: (B)(4), product type: extension. Product ID: 3389s-40, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), ubd: 15-aug-2018, UDI#: (B)(4); product ID: 3708640, serial/lot #: (B)(4), ubd: 12-aug-2018, UDI#: (B)(4) ; product ID: 3389s-40, serial/lot #: unknown, ubd: 12-aug-2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the oor appeared after the patient cycled. They clarified that there were no issues with the lead location. The cause of the oor is unknown. The healthcare provider (hcp) has reprogrammed the patient to avoid oor on program a. The patient changes their settings throughout the day too. The healthcare provider (hcp) is counseling the patient on all these issues and the patient's medication adjustments is not related to deep brain stimulation (dbs). Additional information was received. The patient "continues to have intermittent oor in group a." When given another group, b, to use to avoid a, they were doing fine clinically, but now report group b was giving the oor message, too. The following were reported; "group a: case +, 1-, group b: case+, 2-." The patient stated they get the same "pain/funny feeling in their head" and "violent tremor," which was referred to as their "main symptom" returning. The patient stated they recognized that this was the same as when they got oor in group a. This was all on the left extension lead. The right extension lead had no issues on efficacy/clinically, nor were impedances an issue, as reported by the hcp. The patient was screened again to give them group c that used case +, 0-. Programming was tried with case+, 3-, and no symptom relief was experienced by the patient. They would be going from "about 4v up to 6v." They were stated to have dysarthria and dyskinesia at 6v in group a and b, but it was stated the patient liked their symptom control. Impedances on the date of reporting at the patient's appointment were reported as within normal limits with the exception of "monopolar contact 2: 9,327 at monopolar contact 1: 1,247, which the rep stated they were unclear about definitively, but by their memory was stated to be "normal, but previously gave intermittent oor and we couldn't replicate any oor impedances even positionally." Bipolar impedances had all configurations with contact 2 out of range. Values taken by the hcp were unavailable at the time of reporting. Configuration 1 and 3 bipolar: impedances 7,593. No other parameters were provided, and due to ending the session, the report was unable to be pulled up. The hcp did not remember what the therapy impedances were when reporting to the rep. The patient was stated to be concerned that their programming with case+ and 0- might also start to give them oor. It was stated no factors were known that may have led or contributed to the issue. When dbs is turned off on the left extension lead, the patient "tremors wildly." The patient does change their settings with their programmer "quite frequently during daily use." The hcp and the rep both advised the patient not to do so unless there was a reason to do so. The patient was stated to have not appeared to have reason to do so, but it was unclear. The patient was stated to also be worried they were getting good efficacy prior to the oor and did not want to lose their dbs therapy. No report was able to be sent as the hcp stated they were unable to send due to lack of access. No post-op MRI's were available due to the hcp inheriting the patient from another center. MRI safety information was reviewed regarding the patient's specific conditions and it was clarified MRI would be off-label. It was stated the hcp was given information on what to do when seeing the patient to retain programming session information into the tablet files. They were consulting with a neurosurgeon (ns) and "nl" would discuss next steps and a possible revision. An x-ray was advised for the implants to check for any visible cause. The issue was not resolved at the time of reporting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported no surgical intervention was planned for this time and was unknown for the future. The healthcare provider (hcp) was going to let the rep know if surgical intervention was scheduled in the future. No further complications were anticipated.